Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: d284drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited low/fluctuating defib coil impedances. Following a second lead alert, the lead integrity became suspect, and the lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range, and was variable. Right ventricular (rv) defibrillator impedance was 12 ohms on (B)(6) 2016. Rv defibrillator impedance was varying from 12 ohms in (B)(6) 2016 to 47 ohms in (B)(6) 2016.

Event description:
It was additionally reported that the lead alerted for low pacing impedance. A lead extraction will be performed at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.